Event description:
A customer contacted beckman coulter inc. (Bci) in regards to multiple erroneously elevated accutni results in the risk stratification range generated by the unicel (r) dxc 600i synchron access clinical system. The erroneous results were reported out of the laboratory. Patient samples were retested on another unit and lower results were obtained. It is unknown if patient treatment was impacted by this event.

Manufacturer narrative:
The samples were centrifuged for 10 minutes. Qc performed on 06/23/2010 was within the customer's established ranges. Post the event qc was performed, and level 1 was outside the established range >3sd high. On (B)(4) 2010, the customer performed system check and the washed and substrate portions were outside the established range. The customer decontaminated the unit and rerun the tests, and all were within the established ranges. Service was dispatched, however, did not go on site as troubleshooting with the customer support hotline resolved the issue. A clear root cause can not be determined for this event.